Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. The pre-implant aneurysm and vessel morphology are unk. It was reported that the aortic neck dilated, which caused the stent graft to fall in the aneurysm sac that led to rupture of the aneurysm. In 2003 the pt was emergently converted to surgical open procedure and placement of a conventional graft. The explanted stent graft was received by medtronic ave in 2003 and its analysis is pending. No clinical sequelae were reported. And the pt is reported to be fine.